Event description:
It was reported that during a laparoscopic tubal occlusion procedure, the white seal of trocar fell off. The seal was found in the trocar housing. The case was completed with a 10/11mm trocar. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated; but unavailable at this time.